Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and bone as well as a fracture at the collar. No pre-existing conditions were noted on the product experience report (per). The reported device location was #3 and was used for approximately 3 years. Pictures or x-ray images were not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to fracture at tooth location 3. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k101880.

Event description:
It was reported that implant was removed due to fracture at tooth location 3. Site was bone grafted.